Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the inner working channel of the spyscope ds was protruding at the end of the device. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. This device was then removed and the procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve was protruding from the catheter. The catheter was kinked from the distal end and a bend was observed on the distal end proximal to the kink. The device articulates but without the full range of motion. There was evidence of bonding process on outside of catheter at proximal end of active articulation section. A spybite was passed through the working channel and withdrawn without resistance. The passage of the spybite did not change the amount of protrusion. It was verified that the distal cap was near the weld marks. The catheter was cut and the camera and steering wires were removed. It was verified that the working channel sleeve was attached. The working channel sleeve was removed from the catheter. The catheter was cut and the bond area exposed. There was evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the inner working channel of the spyscope ds was protruding at the end of the device. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. This device was then removed and the procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.